Manufacturer narrative:
The reported event of a complaint of failure to connect was confirmed. The device battery was received in normal range of operation. Analysis of device image was performed, and no anomalies were noted. Mechanical evaluation of header was performed. Left ventricular port diameter was measured and found to be out of specification. Electrical testing was performed, indicating normal device performance. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range. A manufacturing process anomaly may have occurred, which resulted in the reported anomaly.

Event description:
It was reported that the patient presented for a new implant. It was noted during the procedure that when the left ventricular (lv) lead was connected to the cardiac resynchronization therapy defibrillator's (crt-d) header, the lv lead would not advance in the header. Multiple attempts were made, including retracting the setscrew but the lv lead would not advance. A new crt-d device was brought and connected to the same lv lead with no issues. There were no reported patient consequences.